Manufacturer narrative:
The date of event (b3) was estimated.

Event description:
It was reported that laser smells hot and there was smoke. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The date of event (b3) was estimated. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. The IFU states: smoke evacuation may be required if using laser in operational procedures. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that laser smells hot and there was smoke. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. The console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console, and it was found that the water pump was defective and needed a replacement. The water pump motor and manifold assembly and ceramic fuse components were replaced and the problem was solved, thus confirming the reported event. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. The IFU states: smoke evacuation may be required if using laser in operational procedures. A risk review was completed and confirmed that the event of smoking is defined in the risk documentation. Based on the analysis performed, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that laser smells hot and there was smoke. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.